Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the sixth inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a pinhole in the balloon 34mm from the tip. The balloon is loosely folded. There is blood present in the inflation lumen and balloon. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 14 atm. The reported information indicates the device was inflated to 14 atm; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the sixth inlation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.